Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 116," "pacer disabled." And ''defib fault 72'' messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.